Event description:
It was reported that approximately 118 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, balance problems, discomfort, osteolysis, swelling/edema, pain, joint laxity. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01645, 1038671-2025-00382 d10: 2540023 - 02-010-01-0235 - logic femoral ps cem left sz 3.5 2481164 - 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm 2311477 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 2492570 - 200-02-32 - three peg patella 32mm the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01645 and 1038671-2025-00382. The revision reported was likely the result of prosthesis wear, femoral loosening, and patella loosening. Failure of the cement used to secure the femoral component and the patella component to the bone, may have led to loosening at the cement-implant interface; however, this cannot be confirmed. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.